Event description:
It was reported that the ventricular assist device (vad) exhibited numerous pump stops with a suspected cause of malfunctioning batteries and controller ac adapter. Six batteries and one ac adapter were replaced. No patient complications have been reported as a result of this event. This event was reported in the q3 2025 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.

Manufacturer narrative:
Product event summary: one pump, one controller and associated batteries and controller ac adapter with unknown serial numbers were not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue and the device serial number was unknown. Log file analysis was not performed since log files were not available for analysis. As a result, the reported events could not be confirmed. A possible root cause of the vad stops can be attributed to an intermittent disconnection on the power sources and/or power source malfunction. There is limited information available regarding to the batteries and ac adapter malfunction. As a result, the reported event could not be confirmed and a possible root cause could not be determined. Additional products: d1: heartware ventricular assist system - battery, d9: no, h3: no, h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system - battery, d9: no, h3: no, h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system - battery, d9: no, h3: no, h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system - battery, d9: no, h3: no, h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system - battery, d9: no h3: no, h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ controller ac adapter, d9: no, h3: no, h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. This event was reported in the q3 2025 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.